Event description:
It was reported that during an abdominoplasty procedure, the device became very hot even the handpiece. When they inspected the device, they could see that the blade was shorter than the clamp arm and tissue pad. No more info is available. Another device was used to complete the procedure. There was no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 02/20/2009. Info anticipated, but unavailable at this time.